Event description:
Healthcare professional confirmed left side capsular contracture, baker grade unknown. Device explanted and not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b5, d6b, g2, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade unknown.

Event description:
Patient reported "capsular contracture - baker grade unknown". Device remains implanted. This relates to the left side.